Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of the light adjustable lens (lal, sn (B)(6), +21.0d) on (B)(6) 2025, the trailing haptic disinserted during delivery of the lal into the eye. An additional procedure was performed on (B)(6) 2025 to explant the lens and implant a new lal as a replacement.